Event description:
It was reported that the user removed their cgm and paused insulin delivery for an MRI, resulting in hyperglycemia after being disconnected for an extended period; the user administered a subcutaneous insulin correction by pen and later reconnected and unpaused the pump after receiving guidance. Symptoms included elevated blood glucose. Outcomes included restoration of insulin delivery and continued glucose decline. Investigation included customer interview and troubleshooting with education regarding reconnection after manual insulin administration. Investigation of this case revealed no device alarms and no device malfunction reported. It was concluded that the event was hyperglycemia with cause unclear, likely related to prolonged pump disconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.